Event description:
Event description cpi received information that this endocardial lead was repaired. During an implantable cardioverter defibrillator (ICD) replacement procedure, the lead was found to have an insulation abrasion. Using a repair kit, the physician repaired the lead.